Event description:
It was reported that the patient passed away. No additional information was reported. Due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record, there were no device issues at the time of the patient outcome. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 04jun2021. The heartmate 3 lvas IFU and patient handbook are currently available. Entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.